Event description:
It was reported that the user experienced persistent hyperglycemia while the ilet indicated insulin delivery, with multiple painful abdominal infusion sites that bled upon removal and a history of scar tissue; troubleshooting included advising placement of a new, rarely used infusion site, allowing time for glucose to decrease, and considering a temporary disconnect with manual injection if needed. Symptoms included elevated blood glucose. Outcomes included user education and resolution of site discomfort after moving the infusion set, with blood glucose trending but still elevated at the follow-up. Investigation included user interview, troubleshooting guidance, and assessment of infusion site performance. Investigation of this case revealed suspected infusion site failure related to tissue scarring and potential cannula or site-related delivery impairment, while the ilet continued to register insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site issues rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.